Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Event description:
Healthcare professional additionally reported "patient¿s concern with the product".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: visual analysis of the returned device identified creases fold, white calcification-like particles on the shell, black particles on the shell, and a curved opening. Leak test and microscopic analysis was performed which identified a punctured (>3) opening on posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated punctured opening on posterior assessed as surgical damage consist in the use of some surgical tools. Additional, changed, and/or corrected data: b.5., b.6., d.10., g.1., g.3., h.3., h.6.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "swollen lymph nodes." Device remains implanted.